Event description:
It was reported by service report that the fowler drifts with weight and the fowler cylinder is leaking fluid onto the floor. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler.